Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient presented with neck pain, radiating into the left upper extremity. Motor examination: reveals weakness of the grasp on the left-hand side. Right upper extremity is normal. Neurologic examination: reveals absent biceps, reflex on the left, right is normal. Pulses are 2+. Impression: this is a (B)(6) male patient, injured in a motor vehicle accident, presenting with radiologic and clinical evidence supporting the diagnosis of left cervical radiculopathy, secondary to cervical disk herniation c5-c6, c6-c7, lesser degree c3-c4, without neurocompromise. The patient's symptoms resistant to conservative therapy. On (B)(6) 2006 the patient presented with the following pre-op diagnosis: c6 radiculopathy, left. Herniated nucleus pulposus c5-6, left. C7 radiculopathy left. , herniated nucleus pulposus c6-7, left. The patient underwent the following procedure: application of gardner-wells cervical tongs. Anterior cervical diskectomy, c5-6. Foraminotomy c5-6 bilaterally. Microdissection and lysis of adhesions c6 nerve root, left. Anterior cervical diskectomy c6-7. Foraminotomy c6-7 bilaterally. Microdissection and lysis of adhesions c7 nerve root, left. Above procedures performed under microscopic magnification. As per op notes, after excellent exposure of the anterior cervical spine was afforded at the c5-6 and c6-7 levels. The anterior longitudinal ligament at c5-6 was excised with the bovie electrocautery knife and the intervertebral disk material was extubated piecemeal using pituitary rongeurs and micro-disk curets. A very thorough removal of disk was carried out. Once the posterior aspect of the c5-6 level was reached attention was then turned to the c6-7 level where the anterior longitudinal ligament was incised with the bovie electrocautery knife. The intervertebral disk material was extubated piecemeal using pituitary rongeurs and micro-disk curet. A very thorough removal of disk was carried out. Once the posterior aspect of the disk space was reached, the remaining portion of the procedure was performed under microscopic magnification. Attention was then turned microscopically to the deeper aspects of the c5-6 level where additional deep disk material was removed. Disk removal was carried out into the neural foramen on both sides. On the left hand side additional disk material was found herniated there and this was removed. Microdissection and lysis of adhesions was then carried out along the c6 nerve root on the left hand side. Following this attention was then turned to the deeper aspects of the c6-7 level where some additional deep disk material was removed, especially on the left hand side where the material protruded well into the neural foramen. This was removed and adhesions involving the c7 nerve root and the adjacent posterior ligament were microdissected away. At the conclusion of these efforts, the c7 nerve root as well as the c6 nerve root, as well as the spinal cord at both levels were found to be well decompressed and free of adhesions. On (B)(6) 2006 the patient presented with the following pre-op diagnosis: herniated cervical disc; herniated cervical disc; cervical radiculopathy c5-c6; cervical radiculopathy c6-c7; cervical foraminal stenosis bilateral c5-6.; foraminal stenosis bilateral c6-c7. The patient underwent following procedure: excision herniated disc c5-c6, excision herniated cervical disc c6-c7, bilateral foraminotomy and osteophyte excision cs-c6, bilateral foraminotomy neuro-decompression and excision of osteophytes c6-c7, anterior cervical interbody fusion c5-c6 utilizing 8 mm cornerstone bone graft, anterior cervical interbody fusion c6-c7 utilizing 7 mm cornerstone bone graft, application of 40 mm zephyr type anterior interbody plate and screws. As per op notes, attention was initially directed to c5-c6 interspace where with traction observed in the long axis of the neck was an 8 mm type cornerstone bone graft selected. Then proceeded to bevel the edges and the graft was soaked in antibiotic solution and then put in place and driven in place directly into the c5-c6 interspace with traction exerted in the long axis of the neck. The graft was then countersunk 2 mm and there was excellent stability. Once again with traction exerted in the long axis of the neck was the c6-c7 interspace selected and a 7 mm bone graft was selected. The posterior corners were carefully tailored to fit into the space and a rasp was used to achieve bleeding bone at both sides of c6 and c7 and under direct vision then impacted the graft and then countersunk it 2 mm. The instillation devices were removed and there was excellent stability. At this point traction was removed from the neck and a 40 mm zephyr type bone graft was placed over the area of c5 through c7. The trial darts were impacted. The plate was in excellent position and diagonal cater-cornered screws measuring 3.5 mm x 13 mm fixed were placed using the drill guide and the power drill. A central screw measuring 4.0 x 13 mm was placed in the body of c6. X-rays taken revealed excellent position of the plate, the screws and the bone grafts and in a similar manner with the remaining two cater-cornered screws measuring 3.5 mm x 13 mm placed in the bodies of cs and c7. At the completion of this procedure, final x-rays revealed all plate, screws and grafts in excellent position and the locking half-moons were slid over the heads of the screws both at c5 and at c7. On (B)(6) 2007 the patient presented with the following pre-op diagnosis: impingement syndrome left shoulder. Adhesive capsulitis left shoulder. Tear of rotator cuff-supraspinatus left shoulder. The patient underwent the following procedure: manipulation of left shoulder under anesthesia to break adhesions. Repair of rotator cuff-supraspinatus-left shoulder. Excision of distal clavicle of left shoulder. Acromioplasty left shoulder. Findings: adhesive capsulitis (frozen shoulder left). A partial tear of the supraspinatus tendon of the rotator cuff. Marked degeneration of the left acromioclavicular joint with virtually no normal cartilage consistent with impingement. The patient tolerated the entire procedure well. On (B)(6) 2009 the patient presented with low back pain radiating to both lower extremities, left worse than the right. Impression: patient presents with radiologic clinical evidence supporting diagnosis of bilateral lumbar radiculopathy secondary to bilateral foraminal stenosis and lumbar instability at l4-l5. The patient symptoms are resistant to conservative therapy. On (B)(6) 2009 the patient presented with the following preoperative diagnosis: l5 radiculopathy on left. Herniated nucleus pulposus l4-5. Lumbar instability l4-5. The patient underwent placement of intraoperative emg monitoring followed by partial hemilaminectomy, diskectomy at the l4-5 level on the left hand side followed by anterior lumbar arthrodesis and transforaminal lumbar interbody fusion at the l4-5 level followed by stealth data acquisition, pre-op planning, and stealth-guided transpedicular screw placement with rod linkage from l4-l5 bilaterally. Following this, the patient had laminectomy for crosslink application, and required posterolateral transverse process arthrodesis from l4- l5 utilizing bone morphogenic protein, hydroxyapatite mastergraft crystals, and cancellous bone croutons. Per op notes, the patient underwent intraoperative emg placement and left-sided partial hemilaminectomy, diskectomy at the l4-5 level. Intra-op findings: the l5 spinous process was more mobile than usual, and spondylolysis was suspected at the process of l5. Preparations were made for anterior lumbar arthrodesis, l4-l5. To do this, we utilized the intervertebral shavers to remove any remaining cartilage at the disk space and to remove a portion of the endplate allowing us to get bleeding bone and a good substrate. At this point, the bone was copiously irrigated with bacitracin and sterile saline, and a 1 inch x 1 inch piece of collagen sponge was then impregnated with bone morphogenic protein and was brought into the space with 2 bandage forceps and was then held in place for the anterior lumbar arthrodesis utilizing cotton pledqets. Preparations were made for the transverse foraminal lumbar interbody fusion. Once all this was done, the capstone templates were then utilized to determine 8 mm x 26 mm implant provided the best fit, this was then chosen. The capstone implant interbody cage fabricated from polyetheretherketone (peek). The cage was then attached to the introducer, and an 1 inch x 3/4 inch piece of collagen sponge impregnated with bone morphogenic protein was then placed into the cage itself, and the transforaminal lumbar interbody fusion retractor was then utilized to gently retract the l5 nerve root and the dural sac allowing us to implant the capstone device. Now, once the capstone was in place, the introducer was disengaged, and we immediately obtained intraoperative image intensifier images in the anterior, posterior, and the lateral projections showing excellent placement of the cage. This was then followed by stealth data acquisition and preoperative planning. This was then followed by placement of a 5.5 mm x 50 mm screw. Once this was done, it was immediately tested, utilizing the nims system, and found to be acceptable. Once this was done, attention was then turned to the right-sided l4 pedicle, and the process was continued on the right hand side. Once again, a 5.5 mm x 50 mm screw was placed. This was immediately tested and was found to acceptable. Having done this, attention was then turned to the left-sided l5 pedicle, and the system was again utilized to place a screw. For this, a 5. 5 mm x 50 mm screw was used. This was also then immediately tested with the nims system and found to acceptable. This was then followed by the right-sided l5 screw, and once again, the system was utilized to place this screw into the pedicle. This one was then immediately tested and found to acceptable. Intra-operative image intensifier radiographic confirmed, and all 4 screws were found to be in optimal position in both the anterior and posterior and the lateral projections. Having done this, the stealth system was then dismantled, and the l4 screw on the left was linked to the l5 screw on the left utilizing a 40 mm rod. This process was then repeated on the right hand side as well. Now in order to achieve an even more stable construct, it was decided to place an x-10 crosslink, and for this reason, laminectomy was carried out at the l4 level. Disk laminectomy was carried out solely for the purposes of implantation of the crosslink. Once we had sufficient laminectomy completed, hemostasis was achieved utilizing the suction cautery device and then utilizing gelfoam and cotton pledgets. Once this was done, the x-10 calipers were then utilized to determine that a 4 5 mm implant would provide the best fit, and this was then chosen. The implant was then attached to the rods. The angulation of this patient's rods did present some difficulty with application of the x-10, and the right side was failing to grab the rod properly. It turned out that some additional laminectomy was required to let the device sit a little bit lower, and this was then carried out with the pneumatic powered maestro drill. Now, once this was done, additional hemostasis was achieved again utilizing suction cautery device and the gelfoam and cotton pledgets. Now, once this was done, the x-10 was then reapplied, and at this time, it did fit properly, and he was down bilaterally, and then the lateral screws were tightened to great .strength, and the center screw was tightened until it clicked. The patient then underwent posterolateral transverse process fusion from l4 ls utilizing bone morphogenic protein, hydroxyapatite crystals and cancellous croutons. 06/05/2009 the patient underwent the following procedure: anterior lumbar arthrodesis, l4-15 utilizing bone morphogenetic protein. Transforaminal lumbar interbody fusion at l4&#29493; on left. Implantation of interbody cage and with bone morphogenetic protein at the l4-ls on left. On (B)(6) 2009 the patient is today for a follow-up. There has been tremendous improvement in back pain. Radicular symptoms have also pa rtially improved as well. On (B)(6) 2009 the patient presents with his x-rays. The study shows that screws, rods and crosslink are in good position as are the interbody cage. A surprising amount of early consolidation in the lateral margins is seen. Findings: bilateral pedicle screws are noted at the level of l4 and l5. A disc spacer is also noted in the intervening disc space. There is also evidence of minimal degenerative disc disease. The remaining lumbar vertebrai bodies and disc spaces are normally outlined. On (B)(6) 2009 the patient underwent lumbosacral x-rays. Impression: satisfactory fusion, l4-l5. No acute abnormality. On (B)(6) 2009 the patient came today for postoperative neurosurgical follow up visit. He is now three months out from surgery. He continues with back pain and muscle spasm. On (B)(6) 2009 the patient came for a follow-up today due to pain in the neck with radiation to the arms and pain in the low back with radiation to the legs. X-ray of lumbar spine shows the fusion at l4-5 is coming along extremely well. There is an excellent fusion mass having developed on both sides. Screws, rods and crosslinks are in excellent position. His study does show arthritis at numerous levels in the spine. On (B)(6) 2010 the patient came today for follow-up due to pain in the neck with radiation to the arms and pain in the low back with radiation to the legs. On (B)(6) 2010 the patient came today for office visit with chief complaint of neck pain which radiates into the left shoulder. In addition to pain, there is tingling and the arm sometimes feels weak to him. On examination, motor testing is limited due to pain, but the sensory symptoms clearly follow a c5 distribution. On (B)(6) 2010 the patient underwent MRI of lumbar spine w <(>&<)> w/o contrast. Impression: status post l4-l5 posterior fusion and probable l4-l5 discectomy. The l4-l5 intervertebral disc space is partially obscured from visualization by artifact. No significant central or foraminal stenosis. No evidence of direct nerve root impingement within the lumbar spine. Mild degenerative disc disease at l2-3 and l3-l4. On (B)(6) 2010 the patient underwent MRI of cervical spine w <(>&<)> w/o contrast due to low back pain, previous surgery; role out herniation or new disc. Impression: c3-c4 marked left parasagittal focal disc protrusion resulting in focal impingement upon the adjacent spinal cord. Anterior spinal fusion at c5-c6-c7. Normal vertebral body alignment. On (B)(6) 2010 the patient came with diagnostic reports. The lumbar MRI shows an excellent postoperative result at the l4-5 level. No recurrent disc herniation or other problems are seen. The other levels in the spine also do not have significant pathology. His ongoing lumbar and left leg pain represents residual nerve root irritability. The cervical MRI scan shows also a very good operative result at the c5-6 and c6-7 levels. A new disc herniation is seen at the c3-4 level. On (B)(6) 2011 the patient came today for follow up. Lumbar symptoms with some radiation into both legs continue. Cervical symptoms are slightly better than last time but the patient is prone to frequent headaches. On (B)(6) 2011 the patient came today for follow up. He continues with pain in the back and legs and limitation of motion. On (B)(6) 2011 the patient came for a normal follow-up. On (B)(6) 2011 the patient came today for follow up. He continues to experience pain in his low back and muscle spasm and limitation of motion. He also has quite a bit of insomnia. On (B)(6) 2012 the patient came today for follow up. Lumbar symptoms are pretty much unchanged. He does find that the colder weather does seem to aggravate his overall condition. 08/14/2012 the patient came to discuss referral to pain management. On (B)(6) 2014 the patient has a history of l4-5 fusion, now with increasing low back pain radiating into the buttocks and bilateral lower extremities. The patient describes l4-5 fusion approximately five years ago. The patient underwent MRI lumbar spine w <(>&<)> w/o. Impression: at l4-5, the patient is status post left hemilaminectomy and internal fixation. There is no evidence of a recurrent disc protrusion here. There is lumbar spondylosis, without evidence of central spinal stenosis. No focal disc protrusion or nerve root compression is identified.